Event description:
It was reported that an 840 ventilator had a loss of communication between the graphic user interface (gui) display and the breath delivery unit (bdu). The ventilator was not in use on a patient at the time the malfunction occurred. The service engineer (se) verified the malfunction and replaced the breath delivery (bd) to gui cable. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem caused by a fracture caused by external force. If information is provided in the future, a supplemental report will be issued.